Event description:
It was reported that when opening the implant, it was found to have perforated through the plastic container. There was no patient involvement. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Visual examination of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has been compromised. The reported event has been confirmed by evaluation of the returned product/provided photos. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.